Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
On (B)(6) 2011, the pt underwent surgery with the hoffmann sterile ankle kit. The wrench ran idle when the surgeon was about to tighten the screw of the rod coupling and pin coupling with a wrench. Therefore, the surgeon changed the wrench to another wrench. The surgeon confirmed the inside in the tip of the wrench, like round shape. Also, the screw of two pin coupling of this kit was tight and did not function. The surgeon assembled the frame on (B)(6) 2011 again.